Manufacturer narrative:
(B)(4) upon completion of the investigation a follow up report will be filed.

Event description:
Translation:until (B)(6), pump was working without problems. On (B)(6), patient visited hospital with an empty pump. No symptoms of over- or underdosing. Patient only reported a minimal spastic increase. On (B)(6), patient visited hospital (B)(6) with same conditions. Pump was checked by j&j sales rep on (B)(6) showing no abnormalities. Pump refilled again. On (B)(6) hospital reported that pump is emptying too fast and it was decided to change the pump. Septum defect suspected. Visual examination of the explanted pump has shown drop formation on the septum.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, it was noted that the provided transaction logs of the pump npbmww, from june 18th 2015 to july 1st 2016 were analyzed. Discrepancies were noted between the volume calculated based on the programmed flow rate and the volume measured by the fls (written on the transaction logs). The defect was confirmed based on the transaction log analysis. A DHR review was performed for the product 91-4200 sn: (B)(4), (lot: cppbr8) and no discrepancies were observed during the manufacturing process. The lot was released on december 9th, 2013. Data were extracted from the pump at receipt, and sent to the r&d for analysis. All the parameters of dosage program were correct. The pump was visually inspected. It was returned as follows: 3 suture loops (one suture loops is missing), approximately 12 punctures were observed on the filling septum, 3 needle puncture observed on the bolus septum, no scratches were observed on the titan part. The valve cycle analysis test was performed. The pump passed the valve analysis test. The pump was tested for flow. The pump didn¿t pass the flow test at 37°c for a programmed flow rate of 0.18ml/day. The pump didn¿t meet the expected values (0.18ml/day +/-10%) since the average flow rate obtained was 0.79ml/day. In order to find the root cause, it was decided to perform the valve analysis test once more: an undesired additional weight ejected from the pump at each valve opening was observed. This time, the pump didn¿t pass the valve cycle analysis test. The defect reported by the customer was confirmed based on the results of this test. A possible root cause of this overflow could be an air bubble introduced into the fluidic path, which would have created a compliance effect. The air bubble is compressed by the reservoir pressure during the phase when the valve is closed and suddenly expands upon valve opening when the pressure drops to ambient pressure. This sudden expansion ejects an undesired additional drug volume at each valve opening that can be seen in the flow rate. This additional weight jump per valve opening results in an additional effluent on top of the programmed flow rate. The medstream pump was steam decontaminated. The refill septum was tested for leakage. The pump passed the test. The septum leak suspected by the clinical support specialist could not be reproduced under lab conditions. The complaint was confirmed based on the investigation results; the pump was flowing too fast. An overflow that could be attributed to a compliance effect was observed during the investigation. The root cause of this compliance effect is most probably an air bubble introduced in the pump during a pump refill. Per clinical support specialist it was confirmed that when the pump was emptied, some air bubbles were observed. Based on the ¿field safety notice acknowledgement form¿: air in the pump reservoir may cause the infusion rate to exceed the programmed rate leading to drug overdose. Thus this problem could be explained by an air bubble trapped inside the fluidic path of the pump which could set up a compliance failure mode that could result in an additional amount of drug that is ejected at each valve opening. It was also confirmed that the medical team of (B)(4) in bad tölz had been retrained on refill technics. The importance of not injecting air into the reservoir was mentioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.